Event description:
It was reported that during a ventral hernia procedure, the active blade snapped off when it was wiped off outside of the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.